Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. The customer contact stated, "I think it's the injector because when it infuses, it makes a large loud significant click and resets how much output I'm getting out of the unit. It will stop and say 6.8 or something then I hear a click and then it will say like 4.8 or something and it does this while it's running." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to worn threads on the half nut. This allowed the half-nut to slip on the lead screw when occlusion pressure built. This report represents all the information known by the reporter upon query by hospira personnel.